Manufacturer narrative:
No product was returned for evaluation, no x-rays were provided and no response to requests for additional information were received. The investigation was completed with the information available. The review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the limited information available the root cause is unable to be determined. Patient symptom prior to discovery was low back pain. The patient's fusion status at the time of removal was non-union. For the original surgery the patient's indications were the following: lumbar 4-5 instability, lumbar 4-5 posterior decompression, interbody fusion, instrumentation. (B)(4)

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.supplemental report one of two for the same event, reference 3003853072-2016-00010-1.

Event description:
It is report during clinic follow up on (B)(6) 2015, an x-ray revealed the screw at left lumbar 4 was broken. During another follow up on (B)(6) 2015 it was noted that the screw on right lumbar 4 was also fractured. The hardware was removed on (B)(6) 2015 and on (B)(6) 2015 the patient underwent an anterior lumbar fusion with instrumentation.

Manufacturer narrative:
The following analysis were performed on the returned screw: morphological analysis, microscopic analysis, micrographic analysis, hardness analysis. Review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. No x-rays were provided by the hospital, therefore no analysis of the construct could be performed. The ø5.5 mm x 50 mm medical screws (lot h22213h), the hardness and micrographic structure of which are perfectly consistent with (B)(4), broke following a phenomenon of progressive cracking attributable to repeated cyclic flexion. The results of the analysis concluded there is no issue of product quality involved in this case. Based on the information available the most likely underlying cause is unable to be determined.

Manufacturer narrative:
Additional information will be provided upon further investigation of the event details.

Event description:
It was reported that an instinct java screw broke postoperatively. Additional information was requested but has not been received.